Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no reported impact to the customer¿s blood glucose level. The customer changed the cartridge and infusion set and resumed insulin therapy.